Manufacturer narrative:
This is two of two manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2018-01570 the device remains implanted in the patient. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is listed in the instructions for use (IFU) as a potential risk associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. The physician training manual provides instructions regarding guidewire placement and exchange. The guidewire is to be positioned in a distal pulmonary branch, preferably the left lower branch given its vertical orientation. Exchange to a 0.035¿ exchange length stiff guidewire (i.e., lunderquist or meier); stiff wires are recommended to assist with tracking of the delivery system. Use wire tension to assist in tracking. Confirm the guidewire is positioned into the pulmonary branch. In this case, the cause and timing for the flail septal leaflet of the native tricuspid valve cannot be determined. As the author states, several non-edwards devices were used during the case. The author points out, ¿other sources of tricuspid regurgitation (tr) can be the damage of the tricuspid valve by catheters used in the previous steps of the procedure to prepare an adequate landing zone for the valve or during their withdrawal at the end of the procedure. It is possible that the injury was caused during the passage of the non-edwards stent (mounted on a non-edwards balloon) through the tricuspid valve and placed in the left pulmonary artery. The article states, ¿one potential cause can be the fact that the valve is advanced in a ¿non-protected¿ way (through the tricuspid valve). A potential risk of entrapment through the tricuspid apparatus exists.¿ the requirement for ¿multiple maneuvers¿ that are sometimes needed to advance the system is mentioned by the author as a potential complication associated with the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article ¿tricuspid regurgitation as a complication of edwards sapien xt valve implantation in pulmonary position a problem to deal with¿, between 2008 and 2017 a total of 40 percutaneous pulmonary valve implantation (ppvi) procedures were performed with edwards sapien valves. In one case, damage to the tricuspid valve (tv) with subsequent severe tricuspid regurgitation (tr) occurred during implantation. A (B)(6) patient with tetralogy of fallot (tof) underwent multiple surgical corrections and now presented with severe pulmonary valve regurgitation and severe rv dilation. The pulmonary valve was pre-stented and a 29mm sapien xt valve was implanted in the pulmonic position. Post-procedure echography revealed a newly occurring severe tricuspid regurgitation due to flail of the septal leaflet requiring surgical repair. The surgical technique included implantation of a cords and annuloplasty. Eleven months follow up showed normal functioning pulmonary valve prosthesis and mild residual tv regurgitation. Reference: alessia faccini, md and gianfranco butera, md. Tricuspid regurgitation as a complication of edwards sapien xt valve implantation in pulmonary position a problem to deal with. Catheter cardiovasc interv. 2018. Doi: 10.1002/ccd.27527.